Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified; however, based on the results of the investigation, it is likely that the no image with horizontal static on the imager occurred most probably due to a component failure, while the white residue in the air/water supply could not be attributed to a specific cause.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited white residue in the air/water supply and no image with horizontal static on the imager. There was no patient involvement.